Event description:
It was reported that the patient had experienced ipg migration. It was also reported that the patient was experiencing difficulty charging the battery. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.